Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4). (B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the valiant device had a possible type iii fabric endoleak located four stents away from the proximal landing zone. The physician determined it was also possible that the type iii endoleak was a junctional endoleak due to the placement of a 44 mm valiant device a valiant 38 mm stent graft. The physician elected to reline the valiant device with another stent graft in order to exclude the endoleak. An angiogram confirmed that the endoleak had been successfully resolved and the procedure was completed. The physician stated that the cause of the event is unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.